Event description:
The customer contacted abbott regarding two calibration failure for the axsym rubella lgg assay where error code 1111 (calibration check failure, mcal 1, result too high) was generated. The customer successfully recalibrated the rubella assay with a different lot of rubella reagent. Abbott requested a fax of the failed calibration data for evaluation. There was no impact to patient management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.